Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a manufacturer representative in regards to a patient who was being treated with baclofen intrathecal therapy via an implanted pump (type, concentration, dose, and lot number were unknown). The pump's indication for use (IFU) was listed as intractable spasticity and head/brain injury. The patient's medical history and concomitant medications were unknown. The family member indicated the baclofen dose was too high in (B)(6) 2009 following implant, and the patient became violent and tried to jump out of the car and was in terrible pain (you could see the pain in his eyes), and he was rubbing his head. The dose was reduced and the issue resolved. If additional information is received, a follow up report will be sent.